Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a 1,5t magnet resonance imaging. Afterwards a decrease in hearing performance was noticed, which was most likely caused by an insufficient coupling of the implant. However despite requested no further information on possible further steps has been received.

Event description:
During a 1.5 tesla MRI the recipient heard a clicking, cracking noise while undergoing the procedure. Afterwards there has been hearing perception only at stimuli higher than 1,5khz at 65db. No sufficient fitting was possible.

Manufacturer narrative:
Device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, as identified by residual gas analysis, which led to loosening of the internal part of the transducer housing. The failure was most likely exposed during MRI examination. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
During a 1.5 tesla MRI the recipient heard a clicking, cracking noise while undergoing the procedure. Afterwards there has been hearing perception only at stimuli higher than 1,5khz at 65db. No sufficient fitting was possible. The user has been re-implanted.

Event description:
During a 1.5 tesla MRI the recipient heard a clicking, cracking noise while undergoing the procedure. Afterwards there has been hearing perception only at stimuli higher than 1,5khz at 65db. No sufficient fitting was possible.